Manufacturer narrative:
Exact event date unknown, year valid. If information is provided in the future, a supplemental report will be issued.

Event description:
An unknown medtronic stent graft system was implanted in a patient for the endovascular treatment of a 52 mm diameter abdominal aortic aneurysm. The indication was a near-threshold aneurysm and distal embolization from the aneurysm. After implant a type iii endoleak was suspected, however no intervention was carried out. It was reported that the patient presented 5 years later with distal embolization and had embolectomies as treatment. It was noted at this time that the aneurysm had expanded and there was no longer an infra-renal neck. The cause of the event is undetermined, however the physician suspected a failure of the stent graft. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Correction: phone number. If information is provided in the future, a supplemental report will be issued.